Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that variable capture management was noted on the right ventricular (rv) lead. Out of range and high thresholds were noted. The rv lead remains in use. No patient complications have been reported as a result of this event.